Event description:
Welch allyn customer reported loss of communication between their patient monitors and acuity central station. The customer stated that acuity alerted them of this issue by displaying "check network" alert message as designed. Welch allyn field service remotely evaluated the system and determined that the ethernet switch stopped responding and needed to be replaced. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
The device evaluation is not yet complete. A f/u report will be submitted when the evaluation is complete.